Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on a different report, 0001822565-2017-07801.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the provisional had fractured when the surgeon hit it with a mallet. No adverse events have been reported as a result of the malfunction.